Event description:
Fpl tendon rupture right hand 4 months post-implantation of artelon stt spacer, due to erosion of implant through joint capsule and tendon. Emergency surgery required to repair tendon. Implant also trimmed back to fit inside joint. Results of repair unk at this time as very recent. Product error due to restriction on trimming width of implant; only length can be trimmed and thus, it was too wide to fit inside by joint.